Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes lacked vacuum. No report of injury or medical intervention. No report of blood exposure to mucous membrane.